Event description:
It was reported that the right ventricular (rv) lead experienced a rise in pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation: a proximal portion of the lead was received measuring 51 cm. A distal portion of the lead was received measuring 51 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: a 5076 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).